Event description:
Customer reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Blood glucose level 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.